Event description:
It was reported the patient was not using the scs system for four months since he was no longer receiving effective stimulation. It was reported the patient was to use the system then meet with the physician regarding the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.